Event description:
It was reported that the patient presented due to symptoms. It was also reported that the device could not be interrogated during device interrogation. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis revealed that the ema wirebond was loose/detached.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient presented due to symptoms. It was also reported that the device could not be interrogated during device interrogation. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.